Event description:
It was reported that during a lap roux-en-y procedure, the device was non functional with the handactivation buttons. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 4/13/2009. Information anticipated, but unavailable at this time.